Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported that the patient developed an infection at the ipg site. In turn, the patient's ipg site was cleaned out and the patient was placed on antibiotics which resolved the issue. Following the treatment, the patient's ipg was explanted and replaced, and therapy was restored post-op.